Manufacturer narrative:
External insulation abrasion breaching the outer insulation was noted at 39.9 cm and 42.7 cm from the connector pin consistent with lead friction to another device or feature of the heart. The cause of sensing noise was due to the exposure of the outer coil at the abrasion zones.

Event description:
It was reported that when the patient presented in clinic for a follow up, false auto mode switches (ams) due to atrial lead noise oversensing were observed. The lead was explanted and replaced. The patient was stable before, during and after the procedure.